Manufacturer narrative:
An olympus field service rep visited the user facility following the event and inspected the unit. The on/standby switch was noted to be damaged, and the contact surface was absent from the switch. The switch assembly was replaced, and the original switch assembly was returned to olympus for evaluation. The contact surface of the switch unit was not returned with the assembly. The switch assembly was disassembled. The contact arm of the switch assembly was found to be fractured, and a led which resides immediately behind the contact surface was significantly compressed. One of the leads on the led was fractured, and there was evidence of thermal damage on the broken lead. The switch assembly was reassembled, and installed in an olympus test mobile workstation. The workstation powered on appropriately, and the user's report of sparking at the power button was not duplicated. The cause of the reported phenomena was determined to be due to physical damage from user mishandling. The switch assembly will be forwarded to the original equipment MFR for further evaluation. If significant additional info becomes available, a supplemental report will be provided. This report was submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that prior to a procedure, during setup, the users noted that the power button was broken and when it was depressed, the users observed sparks coming from the power button area. The device reportedly made an electrical noise when powered on. The device was disconnected from ac power and immediately removed from service. There was no pt or user injury associated with the event.